Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "fk pump was giving the reported issue of "pump keeps saying that the tubing is loaded wrong. States to close flow dial...it is closed. Restarted pump, tried new tubing, different pt still same problem". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. Primary fva pin was found to have excessive drag and sticking in the open position. A cleaning was able to resolve the issue and the pump was subsequently able to perform a mock infusion. The fva pin lip seals will be replaced during investigation. It was also found the lever boot retaining plate was cracked. The loading pins are also experiencing excessive drag and will have their lip seals replaced as well.